Manufacturer narrative:
Olympus found the generator to have high protective earth resistance exceeds limit. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus asset g400 generator was returned to the repair center (oaz); there was no reported allegation of any malfunction associated with the device. However, during inspection and testing, olympus found the generator to have "high protective earth resistance exceeds limit". No patient injury or harm was reported to olympus.

Manufacturer narrative:
Olympus found the generator to have high protective earth resistance exceeds limit. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus asset g400 generator was returned to the repair center (oaz); there was no reported allegation of any malfunction associated with the device. However, during inspection and testing, olympus found the generator to have "high protective earth resistance exceeds limit". No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the issue was caused by the unit needing to have a new filter main inlet module installed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.